Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx 3d is not working. It is unknown if the device was in clinical use at the time the issue was discovered. However, there was no reported patient impact or injury.

Manufacturer narrative:
Philips received a complaint on the mrx device indicating that the 3d is not working. There was reportedly no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which onsite diagnostic service was offered to the customer. The remote service engineer (rse) provided the customer with pricing for work. However, the customer did not accept the quote. Based on the information available, the cause was not established. The reported problem was not confirmed. The device remains at the customer's site. No further action is warranted at this time. H3 other text : provided quote for diagnostic service, customer did not accept.